Manufacturer narrative:
(B)(4). Correction: remove conclusion code 4311. A visual, functional and scanning electronic microspy analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was received. Visual and functional inspections were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-proximal right anterior descending coronary artery that was 90% stenosed. When a 4.0 x 23 mm xience sierra stent deployment was attempted, the pressure of the indeflator would not increase. However, the stent was deployed at the intended site. While pressure escaped, inflation was performed again and again for successful deployment. Post-dilatation was performed with a non-compliant balloon to complete the procedure and an intravascular ultrasound was performed. When the stent delivery system was investigated outside the anatomy, a pinhole rupture was confirmed at the center part of the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.